Event description:
A garbin evo was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The garbin evo was returned and evaluated by the third-party service center. The in-process device evaluation found a ventilator inoperative error code related to the machine flow sensor in the error log. Evt_mach_flow_drift_high means the machine flow sensor drift above the specification (greater than 0.2lpm). The machine flow sensor needs replaced to address the issue. Additionally, a non-reportable error code related to the motor controller was found in the error log. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. The blower needs replaced to address the issue. Also, the proximal filters needs replaced due to dust/dirt contamination.